Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device overheated and produced a loud noise was confirmed. An assessment was performed and it was determined that the device had a broken driveshaft. It was further determined that the device failed pretest for noise and handpiece temperature assessments (loud unusual noise and temperature above specifications). The assignable root cause of these conditions was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported during device testing and maintenance the motor device overheated and produced a loud noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.